Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer's most current level was 489mg/dl. The customer states they treated with pump and manual injections, but were put on an insulin drip. Troubleshoot was conducted. The cannula was noted to be bent. The customer was advised to conduct full set change and treat per their healthcare providers instructions. The customer was advised to monitor the device and call back if issues persist.